Event description:
The customer ran blood glucose tests on the contour usb and received readings of 479/579mg/dl, retested on a different meter and the readings were 117/118mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. Customer had no strips left. A new meter was sent to him.